Event description:
New information received that the pacemaker (pm) was explanted on 19 aug 2024 and returned for analysis.

Event description:
It was reported that during clinic follow up, the pacemaker (pm) was unable to complete testing due to loss of telemetry. The pm will continue to be monitored. No patient condition was reported.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received with normal output and telemetry communication. Final analysis found the device image indicated the device was operating at elective-replacement level and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, rate responsive and prolong telemetry interrogation. These conditions can result in fluctuation of battery voltage level which can affect the telemetry quality. Electrical and mechanical tests performed including telemetry and output verification did not identify any functional issues. Device exceeded its projected longevity and is consistent with normal battery depletion.